Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain/pain/pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cyst and cyst removal. Concurrent conditions included ovarian cyst, cramp in lower abdomen and endometriosis. In (B)(6), the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular cycles"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6)2012. At the time of the report, the pelvic pain, menstruation irregular, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered bladder disorder, dysmenorrhoea, dyspareunia, menorrhagia, menstruation irregular, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia most recent follow-up information incorporated above includes: on (B)(6)2018: pfs and mr received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) were added. Patient's medical history was updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pain/pain,other') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cyst and cyst drainage. Concurrent conditions included ovarian cyst, cramp in lower abdomen and endometriosis. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular cycles"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"), was found to have weight increased ("weight gain") and underwent ovarian cystectomy ("cyst removal in ovary"). The patient was treated with surgery (hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menstruation irregular, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia and ovarian cystectomy outcome was unknown and the abdominal pain, fatigue, migraine, headache and weight increased had not resolved. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstruation irregular, migraine, ovarian cystectomy, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: unknown. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia . Most recent follow-up information incorporated above includes: on 27-nov-2019: pfs received : fu(2) and (3) processed together.following events were added : abdominal pain, fatigue, migraines, headaches, weight gain, cyst removal in ovary. On 2-dec-2019: pfs rceieved : fu(2) and (3) processed together. No new significant information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pain/pain,other') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cyst and cyst drainage. Concurrent conditions included ovarian cyst, cramp in lower abdomen and endometriosis. Concomitant products included bupropion hydrochloride (wellbutrin), clonazepam (klonopin), fluoxetine hydrochloride (prozac), ibuprofen and sertraline hydrochloride (zoloft). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), depression ("psychological or psychiatric problems condition: anxiety, depression"), anxiety ("psychological or psychiatric problems condition: anxiety, depression"), urinary incontinence ("incontinence"), abdominal pain lower ("lower abdominal pain") and urinary tract infection ("uti"). In 2008, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular cycles"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain ("abdominal pain") and underwent ovarian cystectomy ("cyst removal in ovary"). The patient was treated with surgery (hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, abdominal pain, migraine, weight increased, abdominal pain lower and urinary tract infection had resolved, the menstruation irregular, dysmenorrhoea, ovarian cystectomy, depression, anxiety and urinary incontinence outcome was unknown and the fatigue and headache had not resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstruation irregular, migraine, ovarian cystectomy, pelvic pain, urinary incontinence, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jun-2020: pfs received: events added-anxiety, depression, uti, incontinence, lower abdominal pain, events outcome updated, events onset date, events severity, concomitant drug, lab data added. Events bladder disorder and urinary tract disorder deleted. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pain/pain,other') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cyst and cyst drainage. Concurrent conditions included ovarian cyst, cramp in lower abdomen and endometriosis. Concomitant products included bupropion hydrochloride (wellbutrin), clonazepam (klonopin), fluoxetine hydrochloride (prozac), ibuprofen and sertraline hydrochloride (zoloft). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), depression ("psychological or psychiatric problems condition: anxiety, depression"), anxiety ("psychological or psychiatric problems condition: anxiety, depression"), urinary incontinence ("incontinence"), abdominal pain lower ("lower abdominal pain") and urinary tract infection ("uti"). In 2008, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular cycles"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain ("abdominal pain") and underwent ovarian cystectomy ("cyst removal in ovary"). The patient was treated with surgery (hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, abdominal pain, migraine, weight increased, abdominal pain lower and urinary tract infection had resolved, the menstruation irregular, dysmenorrhoea, ovarian cystectomy, depression, anxiety and urinary incontinence outcome was unknown and the fatigue and headache had not resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstruation irregular, migraine, ovarian cystectomy, pelvic pain, urinary incontinence, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain/pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstruation irregular ("irregular cycles"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and menstruation irregular outcome was unknown. The reporter considered menstruation irregular and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.